Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resume insulin therapy. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer reverted to an alternate method of insulin therapy.